Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue - meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2016, in the morning. The patient manages her diabetes with oral medications, diet and exercise and made no change to her usual diabetes management routine as a result of the alleged issue. The patient claimed that 1 week after the alleged product issue began she developed the symptoms of "headaches, fast heartbeat, dry mouth and itching in the private area". The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition cca noted that when the patient pressed the power button or inserted a new test strip the meter did power on. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.